Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced an infusion sets pulled out accidentally during use due to tubing catching on something on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.